Event description:
(B) (6) crm received information that this patient had fallen and the physician was concerned with micro dislodgement of the leads as there was a lot of noise during device evaluation. Subsequently, there was a slight increase in atrial thresholds with visible dislodgement via x-ray. A revision procedure was performed and when retraction of the helix was attempted, it would not retract. The lead was removed from the body and a large amount of tissue was noted at the end of lead. Therefore, the decision to use new lead was made.